Event description:
During the atrial fibrillation procedure, while removing the inner dilator, the hemostasis valve broke off. The device was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. However, three images were submitted to product performance engineering for evaluation. The first image shows the white hemostasis hub covered with a blood-like substance. The hemostasis seals and hub cap are not present. The second image shows two hemostasis seals outside of the hemostasis hub. The third image shows the blue hemostasis hub cap detached from the hemostasis hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.